Manufacturer narrative:
Follow up #1 09/18/2015 device evaluation: the pump has been returned to animas and evaluated on (B)(4) 2015 with the following findings: an ezcarb bolus was calculated using the patient settings obtained from troubleshooting the pump. When prompted for a recommended bolus amount using the insulin on board feature, the pump correctly gave the correct volume of 3.85 units of insulin. The alleged issue could not be duplicated during the investigation. Unrelated to the initial allegation, the battery compartment was found to be cracked below the bumper pad. The display screen was discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the insulin on board functioning was not calculating properly for a bolus delivery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.